Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2026, a cetas healthcare notification was received via email indicating that information from a clinical study had been obtained. The report stated that a healthcare professional (hcp) reported failure to achieve fixation due to a patient-related factor. Poor bone quality in the metaphyseal tibia was observed and contributed to the fixation failure following use of the suture button. The hcp reported that revision surgery was performed, including secondary augmentation using a swivelock anchor, to address the event. The hcp assessed the event as unrelated to the device.